Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that a cs100 intra-aortic balloon pump had a an "autofill fail" error. There was no patient involvement or injury associated with this event.